Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the only a proximal segment of the lead was returned and set screw marks were noted on all terminal connectors. In addition, the returned segment of lead showed that the insulation was partially abraded. It appeared that the abrasion was caused by rubbing against the distal terminal leg of the lead, however no conductors were exposing at this location. The returned segment of the lead was archived at boston scientific.

Manufacturer narrative:
To date, the explanted leads have not been received at boston scientific. Upon receipt the leads will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this right ventricular (rv) and right atrial (ra) lead were removed and replaced due to an insulation issued observed during a recent follow up visit. In addition, the leads exhibited oversensing which resulted in pacing inhibition for greater than two seconds of asystole. The leads were returned for analysis. No adverse patient effects were reported.